Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 418 mg/dl at the time of the incident and the current was 303 mg/dl. The customer¿s other blood glucose level was 416, 418, 248, 284 mg/dl. The customer was not admitted into the hospital. The customer does not allege the pump was under delivery. The customer was treated with insulin pump for high blood glucose level. The device will not be returned for analysis.